Event description:
Caller reported a pixel issue on the pump display, which affected the ability to interact with and read the pump screen. There was no adverse impact on the customer's blood glucose levels. The course of action involved coordinating with the technical support team to replace the pump. Customer did not provide an alternate method of insulin therapy.